Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Correction: per the legal manufacturer, there is no potential for this issue (appearance defects, grinding noise from the cooling fan, ultrasound output test failed and error code u006 due to a printed circuit board failure) to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the (loaner) device (usg-410) exhibited an error message of "please restart the generator" each time the surgeon activated seal and cut. According to the reporter, seal was absolutely working fine. The olympus representative who was present during the therapeutic total laparoscopic hysterectomy (tlh) procedure turned the device off several times however, the surgeon was reported lost his patience with the disruption and changed transducer, changed device to a third party ethicon (harmonic device). The intended procedure was completed using the third party device . There was a ten (10) minutes delay in the procedure due to the customer/olympus representative tried to get the device (usg-410) to work, however, the delay was reported not clinically relevant, patient according to the reporter is absolutely fine. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted that externally, the unit looked to have suffered transit damage. The front panel noted cracked . The rear panel and top cover are deformed. The link-in socket on mother board printed circuit board ( mb pcb) found damaged. Internal unit inspection found the chassis observed to be deformed. When tested, the unit had instances of error u006 on previous use. The unit failed the ¿ultrasonic output power measurement test¿, and the unit presented the error u006. This was found to be caused by a faulty is printed circuit board (pcb) . A new is pcb from stock was fitted (tested with the device) and the unit then passed all tests in accordance with the original equipment manufacturer (OEM) technical manual. The cooling fan was found making a grinding noise. Evaluation found the customer reported issue (specified fault) was unconfirmed, however, error message of u006 was observed and the unit failed the ultrasonic output power measurement test due to faulty is pcb noted . The pcb recommended to be replaced and other identified parts during inspection needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.